Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from hcp, from a trial patient regarding an external neurostimulator (ens) for non-obstructive urinary retention and urge incontinence patient was in the hospital. There were no further complications reported.